Event description:
The device was returned and tested out of specifications for a power on reset which occured after it was explanted.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis results revealed that a firmware guided power on reset occured one week post explant.